Event description:
It was reported that the device was working fine with cooling then the device turned off. The device was plugged in and they were unsure why the device was turned off. The nurse tried to restart and the screen went blank with faint beeping. The user turned the device back off for 5 mins and restarted and the same thing happened and the user called the helpline stating that the device was off for 10 mins. Ms and s suggested the user to try again but the screen was still black heard a motor and a soft beep. The user stated it would get another device and will send the old device to the biomed. Follow up #2 completed on (B)(6) 2021 via biomed : control panel faulty. Will replace onsite.

Manufacturer narrative:
Per investigation findings, it has been determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was working fine with cooling then the device turned off. The device was plugged in and they were unsure why the device was turned off. The nurse tried to restart and the screen went blank with faint beeping. The user turned the device back off for 5 mins and restarted and the same thing happened and the user called the helpline stating that the device was off for 10 mins. Ms and s suggested the user to try again but the screen was still black heard a motor and a soft beep. The user stated it would get another device and will send the old device to the biomed.